Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. Hardware low level failure alarm confirmed in the pump history due to broken electrical board trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 7 mmol/l at the time of the incident. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and it was passed. The insulin pump will not be returned for analysis.